Event description:
The hospital reported that prior to the endoscopic vein harvesting procedure, the hemopro device was plugged in and they could not get any energy delivery. The or staffs shut down the system, checked connections and there was no power to the jaw. A replacement device was connected to the same extension cable and the power supply, and the procedure was completed. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.